Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel in the left forearm. A 6.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was advanced for dilatation. However, during the first inflation at an unknown pressure, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure.